Manufacturer narrative:
Citation: yoshioka, n., & tominga s. Treatment strategy for expanded polytetrafluoroethylene dura substitute infection. Jpn j neorosurg (tokyo) 28:19-25, 2019. The gore® preclude® pdx dura substitute instructions for use list infection as a possible adverse reaction. The instructions also warn that strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
This information was received through literature article "treatment strategy for expanded polytetrafluoroethylene dura substitute infection" published in the japanese journal of neurosurgery, january 25, 2019. The article reports that between april 2002 and april 2018, 27 cases of infected gore tex artificial dura mater were treated. Primary disease was cerebrovascular disease (14 cases), brain tumor (5 cases), cerebral arteriovenous malformation (6 cases) and trauma (2 cases). In all cases, bone flap and the artificial dura were totally explanted as a primary treatment for the infection. The article further reports that 20 cases developed infection within 30 days after their original craniotomy, and 7 cases experienced late infection over 3 months after their original craniotomy (3 months - 72 months after the craniotomy, mean: 26 months). One case had received removal of the bone flap in another facility but infection returned a few months later. Another case had received partial removal of the artificial dura and infection returned 5 years later. In 17 cases, infection was localized over the artificial dura, and in other 10 cases, abscess was observed also subdural area.